Event description:
A battery/power issue was reported with the adc device. Customer reported being unable to test due to a fast draining battery and as a result, experienced tremors and was given insulin by a third party for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6). Was returned and investigated. Visual inspection was performed on reader and the usb/charging cable and no issues were observed. Reader was sufficiently charged. Usb/charging cable passed testing. De-cased the reader and no issues were observed upon visual inspection. Performed power consumption test and all results were within specifications. No malfunction or product deficiency was identified. Therefore , issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer reported being unable to test due to a fast draining battery and as a result, experienced tremors and was given insulin by a third party for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer reported being unable to test due to a fast draining battery and as a result, experienced tremors and was given insulin by a third party for treatment. There was no report of death or permanent injury associated with this event.